Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. There was no reported adverse impact.